Event description:
It was reported that using an unspecified artery access approach during a procedure of the mid to distal left anterior descending (lad) artery the multi-link 8 stent was implanted in the target lesion and a 3.0 x 8 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation inflation, however, the balloon slipped in the vessel/lesion and the inflation was not completed. The post -dilatation was completed using a stent balloon without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato, sion blue; guide cath: radiguide. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.